Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Healthcare professional reported intracapsular rupture of the left side device associated to a minimal liquid effusion around rupture of the left side device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported intracapsular rupture of the left side device associated to a minimal liquid effusion around rupture of the left side device. The device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and seroma-late, was received on jul 15, 2022 with lot number 2948996. Visual analysis of the returned device identified: underweight, an opening on posterior, red particles on the shell and gel. A microscopic analysis was performed which identified: a sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side ruptured device and effusion, diagnosed by MRI scan. The device has been explanted and replaced.